Event description:
Patient reported that the pump has not been working for the past year. Per patient, there was a hole in the catheter and they were not getting the medication. Currently the pump was not running. Additional information has been requested but was not available at the time of this report.

Event description:
The hcp reported that the patient presented to their office and stated she had a pump that was alarming. Per hcp, it was indicated there was a granuloma on the catheter. A revision had been scheduled in another state for the patient, but the patient did not show up for it. The patient wanted the pump removed. They were seeking a hcp to manage the patient's care.

Manufacturer narrative:
Catheter: model# 8598a, serial# (B)(4), implanted: 2008 (B)(6), explanted: unk...catheter: model# 8596sc, serial# (B)(4), implanted: 2008 (B)(6), explanted: unk... Catheter: model# 8590-1, lot# n092008, implanted: 2008 (B)(6), explanted: unk... (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the pump was ¿broken¿ which referred to ¿the catheter had a hole or something in it somewhere.¿ the patient was planned to have magnetic resonance imaging done to check catheter location and check for granulomas. Additional information received clarified that previously reported [the pump was not running] was due to patient moved to another state and did not get the pump refilled. The pump had no medication in it for the past year. From the patient¿s medical record, it was noted that ¿her itp catheter needs to be revised due to obstruction. She¿s scheduled for a revision.¿

Manufacturer narrative:
(B)(4).